Event description:
It was reported that in ccc, 30 minutes to an hour after the catheter was placed in the pt's right radial, the catheter started to "fail" lose pressure readings. As a result, the catheter was removed and replaced with an ra-04020 catheter. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.